Manufacturer narrative:
H10: the actual device was not available, and the lot number was not provided. A photograph of the sample was provided for evaluation. During visual inspection of the photo, the presence of coagulated blood was observed at the male and female luer connection point. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed between a prismaflex st 100 set and a thermax warming bag during continuous renal replacement therapy. The blood loss was one milliliter (1ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.